Event description:
Healthcare professional reported right side "capsular contracture baker grade unknown," "dominant nodules and/or areas of abnormal contrast uptake were observed," "folds" and "discrete amount of peri-implant fluid" via MRI report. Healthcare professional also reported "small, sparse cysts with no contrast uptake, no larger than 10.0 mm and benign in appearance" which is not device related. Healthcare professional later reported capsular contracture baker grade IV. Device remained implanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma-late, lump/nodule, crease/folding of implant, cyst-ndr.